Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, e1(event site state), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Esp personnel explained that this was an informational message and asked the nurse to check that the pressure cable was properly seated and that all connections were secure. When this did not resolve the issue, instructions were provided to replace the cable. She reported that the cable could not be detached from the adapter, stating it appeared stuck or glued in place. She then obtained a different adapter and cable from another cardiosave, which resolved the issue.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had ap waveform issue. There was no harm or injury reported.